Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the stimulation was non-functional. The implantable neurostimulator (ins) could not be recharged and there was no communication with the patient programmer or recharger. The cause of the event was a fall on the stairs of the patient's home. A revision was done and the ins was explanted and replaced. The issue was not resolved at the time of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery had reduced capacity due to over discharge. The ins was received with no telemetry. According to the trace report obtained from the ins after a physician mode recharge (pmr) recovery, the total recharge count was 121. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 21 minutes and the battery charged from 3.54v to 3.57v. The battery discharged to the lock mode on (B)(6) 2015; the total therapy loss count is 19. The typical duration of the last 32 recharge sessions was 0.6 hours, typical interval 3.2 days, and the typical coupling is 100%. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 8 hours 23 minutes. The ins charged from 2.905v to 4.050v with 100% coupling.

Event description:
Additional information received from a manufacturing representative reported it was unknown when the implantable neurostimulator (ins) was last recharged. The patient did not experience any symptoms. No diagnostics or troubleshooting was done. Two physician mode recharges were tried. No further actions or interventions were taken after the ins was replaced. The patient had recovered their therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.